Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator impella registry: the originally reported access site hematoma required multiple units of packed red blood cell transfusion due to a decrease in hgb levels. Additionally, the patient exhibited thrombocytopenia that prompted stoppage of heparin.

Manufacturer narrative:
B(5): additional information received via abiomed study. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported issues has been completed. The device was not returned for benchtop investigation. Data logs confirmed the failure mode & clinical narrative. Logs showed after pump started, mc spiked followed low flow that triggered auto suction response & suction alarms. Pump then was run on p-2 (surgical mode) for about 47 hours. After that, pump was run on p-4 with flow in specification. Based on clinical description & data review, the root cause of low flow was most likely due to biomaterial ingestion. The root cause of access site bleeding was most likely a lack of vessel recoil onto the sheath.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma. Remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site. Potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 72-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. After implantation, the sheath was peeled away. While prepping for ICU, flows and pulsatility were reduced on impella and ECMO. Hematoma was noted on the left side. It was unclear if it was associated with the left femoral artery or left femoral vein. Impella was removed and 16 fr gore dry seal placed. The impella was run under heparinized saline and placed in surgical mode. The valve re-crossed and another impella cp was placed. Flows have since returned to normal.